Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine check. Upon review, an alert for non-sustained right ventricular oversensing was detected. Intermittent post-paced t-wave oversensing was observed. Programming changes were made. The patient was stable throughout.